Manufacturer narrative:
Zimvie complaint number (B)(4). One driver tool was returned for investigation. Visual evaluation of the as returned product identified signs of use. The tool is fractured. Malfunction. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported devices were used on an unknown tooth site (fdi) the length of the device's usage is unknown. The customer did not provide any pictures or x-rays. Review of appropriate documentation: document reviewed: instructions for use zimmer instrument kit system, zimmer dental. Single patient drills, driva drills and tools IFU 8874 rev. 5 08/19. Information identified: warnings and precautions. Per the applicable IFU, it is stated that surgical instruments and instrument cases are susceptible to damage and wear. Improper technique can cause device failure. DHR review: DHR review and complaint history review by lot number could not be performed, as the lot numbers associated with the reported product are not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: a complaint history review by item number was conducted for the tw1.25 dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Review completed utilizing keywords: fracture. Post market trending review: january post market trending was reviewed and there were no actionable events or corrective actions for the reported events (device malfunction & fracture) or product (tw1.25). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur, and the reported events were confirmed.

Event description:
It has been identified during investigation results that the driver is fractured at the tip.